Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. Evaluation summary: the complaint could not be confirmed, because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a bariatric procedure, the device was fired and resulted in an incomplete staple line. The doctor opened another device and fired again with no problem. Postoperatively, the patient returned with a staple line leakage. The patient was reoperated by oversewing the staple line. The patient is currently fine. The device was discarded.